Event description:
The patient reported experiencing elevated blood glucose of 300 mg/dl on (B) (6) 2010. She bolused through the infusion device and her blood glucose remained elevated. She stated she noticed insulin leaking from the infusion set. Her normal blood glucose range is 120-140 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.